Event description:
This report was sent in good faith however during rptr's internal investigation it was clearly incorrectly reported. In fact the flowmeter had nothing to do with the incident. A screw had not been tightened or became loose in the electrical portion of the outlet which caused the malfunctioning of the equipment. Furthermore, it has come to rptr's attention the pneumatic services, inc. Are not the manufacturers of the reported device incorrectly blamed.